Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 /13 &4105/ 22) enter investigation findings: the device was returned to the factory for evaluation on 07/30/2021. An investigation was conducted on 08/04/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, no visual defects were observed. . An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to be blurry. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope s/n (B)(4). While connecting the endoscope to the light source and camera, they stated the scope "was broken" and would not work. They are assuming that the image was an issue whether it was completely out, blurry, or something else. A replacement device was used to complete the procedure. No patient involvement.